Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the volume test, underwriting. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Date returned to mfg: 1/7/2024. One device was received for evaluation. Visual inspection revealed no signs of physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be that the pump required calibration to correct its accuracy. The calibration was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.